Manufacturer narrative:
Report source: (B)(6).

Event description:
The issue was reported to smiths medical by drug distributor on behalf of the home care user. The device was being used for enteral delivery of medication for treatment for symptoms of advanced parkinson's disease. The reporter stated the visiting nurse treating the patient found the infusion pump was still in use over the evening; the physician's instructions were to disconnect from the pump each night. The patient received a continuous dose throughout the night. The nurse instructed the patient to continue use of the device as usual but not to administer the "morning dose" as per usual mornings. The device remains in patient use. No adverse effects to patient reported.